Manufacturer narrative:
The product has not been returned for analysis. Product evaluation: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported, decreased vision following intraocular lens implant. The function of the eye appears to be good but the vision lags behind. The patient is reported to have dry eye from the beginning and visibility decreases during the day. With correction the eye sees well to read but the distant vision cannot be improved. A lens exchange was performed without complications approximately 5.5 months following the initial surgery.

Event description:
Additional information was received reporting dull feeling seems to be less, now possible to read a license plate again. Really need glasses.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. Light scratches are observed on the lens. A deep scratch is observed in the center of both the anterior and posterior sides of the optic. A power and resolution test was performed with acceptable results. Associated products were not provided. It is unknown if qualified products were used. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. A power and resolution test was performed with acceptable results. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received reporting that patients first impression was a slight improvement compared to the previous lens.

Event description:
Additional information was received stating the patient was subjectively satisfied with a spectacle correction.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).